Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the returned data and the existing production documents. The mfg process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps had been carried out correctly. The returned data were analyzed. This did not provide any indications of a material defect or mfg error. The measured impedance of 1657 ohm in the bipolar pathway stands out. The analysis of the data did not indicate an incorrect measurement. In addition, there are no reports regarding possible incorrect measurements of impedance for this implant. The data rather seem to suggest that the lead has actually formed a leakage path between the electrically inactive ring and the unipolar conductor at a magnitude of 1657 ohm. The leakage path thus indicates a lead defect, which had the result that a bipolar lead with an impedance of 1657 ohm is electrically suggested to the pacemaker. In summary, there is no indication of a material defect or mfg error on the side of the pacemaker. Rather, it is assumed that there was a low-ohm value within the lead, which led to the clinical incidence.

Event description:
Ous MDR - at the day of the implantation and one day after it, increasing impedance values were measured for the ventricular lead. There were no adverse pt effects reported.